Event description:
It was reported that during percutaneous peripheral intervention, balloon markerbands were not visible under fluoroscopy. The target lesion was located at the right leg vessel. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced to the lesion and the balloon was inflated. A 50/50 contrast mixture was used however, the balloon and its markerbands were not visible under fluoroscopy. The device was removed. The procedure was not completed due to this event. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).